Event description:
Customer reportedly obtained a result of 4.4 inr on the coaguchek s system and 3.2 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.